Event description:
A physician reported that the aspiration was not possible due to actuation failure of cutter. The condition of cutting was unknown. The procedure type was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4. And h.11. The manufacturer internal reference number is: (B)(4).